Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05mps, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient presses sync the patient sees ¿mdt(medtronic) icon on the screen¿. The patient was using ¿king kong¿ batteries. The patient thought they changed the batteries 2-3 weeks ago. The patient noticed this issue started the day of reported event date. The patient reports a loss of therapeutic effect. The patient ¿can't pee.¿ the patient had a uti (urinary tract infection) about 4-5 days ago. The patient was now taking pills and was doing alright. The patient states for the last 2-3 days they just has a "dribble dribble here and a dribble dribble there." The patient states they hasn't tried making any adjustments until the day of reported event. Before that, the patient was successful at it. The patient was going to the healthcare provider the day after reported event date. The patient had trouble getting in touch with a healthcare provider over the weekend. The patient had stimulator implanted for troubles with retention and incontinence both. The patient has ¿radio cystitis¿. The patient had cancer and had radiation before they got the therapy. The patient states ¿they cooked him like an egg¿. The patient doesn't have a lot of feeling down in the bladder. The patient had 5-6 operations before the stimulator. The patient tried switching batteries of programmer while on call. The patient states programmer was now working. The patient was feeling pain down behind his scrotum. The patient states it's not pain, pain. The patient was uncertain if it was the stimulation that was causing this. The patient states normally therapy helps them. The patient wants to turn stimulation off for now until they sees their healthcare provider. The patient turned stimulation off during the call.